Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl and diabetic ketoacidosis. Cause of bg level was not clear. Reportedly, the customer was using a pump that was not their own. It was not reported if the pump settings had been updated for current customer use. Customer administered a manual injection to address the issue and went to the emergency room with high ketones. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 3 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.